Event description:
It was reported to boston scientific corporation that a wallstent biliary was used in the middle common bile duct during a biliary stenting procedure performed on (B)(6), 2015. Reportedly, the patient's anatomy was tortuous and had not been dilated prior to the stent placement. According to the complainant, during the procedure, the physician encountered difficulty crossing the target lesion. The physician noted that the stent was partially opened. The stent was removed from the patient partially deployed. The procedure was completed with another wallstent biliary. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
The wallstent biliary stent delivery system was returned for analysis, the stent had been deployed and was not returned. Visual analysis noted that the outer sheath was kinked and flared at its distal end. No other issues were noted with the device profile. Device analysis determined that the condition of the returned device was consistent with the complaint incident. The stent was deployed from the returned device and damage to the outer sheath is consistent with a restriction being met during advancement. The noted damages indicate difficulty was experienced during deployment and are likely due to anatomical or procedural factors such as tortuous anatomy or maneuvering of the device. Therefore, a review and analysis of all available information indicated that the most probable root cause is operational context. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications. A review of the device labeling and directions for use (dfu) was performed and no anomalies were noted.

Event description:
It was reported to boston scientific corporation that a wallstent biliary was used in the middle common bile duct during a biliary stenting procedure performed on (B)(6) 2015. Reportedly, the patient's anatomy was tortuous and had not been dilated prior to the stent placement. According to the complainant, during the procedure, the physician encountered difficulty crossing the target lesion. The physician noted that the stent was partially opened. The stent was removed from the patient partially deployed. The procedure was completed with another wallstent biliary. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
The complainant was unable to provide the device lot number. Therefore, the manufacture and expiration dates are unknown. It was reported that the device was not used past its expiry date. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.